Event description:
Reportedly, the pt was being moved onto the angio table using a slider board. The table top was positioned almost all the way toward foot end. Staff were on both sides of pt. As the slider board pulled out, the table top moved out(pivoted laterally) from under the pt and pt fell to the floor. The pt was comatose and intubated at time of event. The pt had a large bruise and swelling of arm and immediately after incident was still being assessed/observed for injuries. Info received in subsequent telephone follow-up with hosp's risk management was that pt did not sustain serious injury.